Manufacturer narrative:
(B)(4). The customer reported the ac charger failed to charge the batteries. There was no reported pt involvement. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation. We will consider this a malfunction of the ac power module where the module failed to charge the batteries.

Event description:
The customer reported the ac charger failed to charge the batteries. There was no reported pt involvement.